Event description:
Litigation papers allege: patient continued to suffer with symptoms of continued pain, difficulty walking, body disfigurement, buttock and sciatic nerve pain, blood clots post hip implant, and the requirment of prescribed lift to make up the difference in leg lenghts.

Event description:
Litigation papers allege: patient continued to suffer with symptoms of continued pain, difficulty walking, body disfigurement, buttock and sciatic nerve pain, blood clots post hip implant, and the requirement of prescribed lift to make up the difference in leg lengths. *update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.